Event description:
Complainant alleged that during biomed testing, the device does not power on. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The reported malfunction was duplicated and attributed to a faulty capacitor on the power supply board. Trend analysis for failures of this type does not indicate an increase in frequency.